Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was not able to duplicate the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected information: upon further review by the product surveillance technician (pst) the 'overspeed' message was not observed and the loose debris in the roller pump was determined not to be the cause of the error.

Manufacturer narrative:
The field service representative (fsr) observed the 'overspeed' message. The fsr replaced the roller pump. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the pump to run as intended, but he found loose hardware and debris in the roller pump. It is possible that the debris interfered with the roller pump gut, pully or drive belt causing the reported complaint. Per data log review: on (B)(6) 2021, the small roller pump logged two errors several times. These include, 'opto sensor disconnected/broken err; and 'motor overcurrent'. The 'opto disconnected/broken err' will cause the reported overspeed errors. The log confirms the complaint.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed an 'overspeed' message. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.